Event description:
The customer reported having high blood glucose and bent cannulas. The customer stated that the infusion set was changed, but the insulin pump did not alarm no delivery. The customer stated that it happened twice in the past six weeks. Troubleshooting could not be performed as the customer did not have the tubing clamp to perform the high pressure test. Advised the customer that a tubing clamp will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.